Manufacturer narrative:
Product ID: 3889-28, lot# va138lm, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient in response to an inquiry for more details regarding the event: no steps were taken or planned to resolve the lead migration and the feeling of electrical pulses. The doctor said it was nothing to be concerned about/ to just let it be. The device is still implanted, still bothers patient and is not controlling their bladder spasms. Patient no longer has a managing physician. Patient said the device worked for years with no problems. No further complications were reported or anticipated.

Manufacturer narrative:
Date of event: date is approximate. Other applicable components are: product ID: 3889-28, lot#: va138lm, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 14-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported their bladder hurt because of pressure, they had been to the clinic for a check-up and the doctor did a test that hurt them so bad. An x-ray was also performed that showed the lead had migrated. Additional information was received, the patient reported they were having electrical pulses and pain and their bladder hurt. They were looking for physician listings, which were sent to them. No further complications were reported or anticipated.